Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 12 similar complaints with the same failure mode for this serial number. (B)(4) es- w32w2 main drawer 2.2 requires a maintenance. (B)(4) meds es- drawer 2.1 2.2 failure, required maintenances. (B)(4) drawers repeatedly failing - w32-w2. (B)(4)w32w2, not detected on bus error drawer 5.1 a2. (B)(4) all drawers not detected on buss. (B)(4) failed drawer. (B)(4) es- w32w2 main drawer 2.2 requires a maintenance. (B)(4) failed drawer. (B)(4) drawer failure. (B)(4) drawer failing every day. (B)(4) es - drawer failure, unable to recover. (B)(4) w32w2 - drawer not detected on bus - error drawer 5.1 and 5.2. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device frequently has pocket failures and when a user goes to recover, it cannot be recovered, and it becomes not detected on bus. A technical support specialist contacted marilen regarding the case and gave her an update regarding station w32w2. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system experienced frequent pocket failures. During recovery attempts, the affected pocket could not be restored and subsequently became undetectable on the bus. This issue caused disruptions and delays in patient care workflows. There were no adverse events or injuries reported based on this incident.